Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose level. Customer changed cartridge and infusion set and resumed insulin.